Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced injuries (specifics unknown). The physician's office has been contacted; all other information, including the patient's current condition, is unknown and reportedly unavailable.